Event description:
A tandem mobi cartridge alarm was reported, and there was no adverse impact on the customer's blood glucose level. Initially, the customer was unable to reload the original cartridge and resume insulin therapy despite successfully delivering a 9-unit bolus and being able to reload the cartridge. Technical support assisted the customer in loading a new cartridge using the proper technique, allowing them to successfully resume insulin therapy, thereby resolving the issue.